Event description:
It was reported that this pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis of device data confirmed that the voltage alert was due to elevated battery impedance. It was noted that the ventricular intrinsic amplitudes were out of range. Technical services (ts) reviewed and recommended the timeframe for replacing this device. The device currently remains in service. No adverse patient effects were reported.